Manufacturer narrative:
Further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and sepsis. The pacemaker was explanted but remained active as part of a temporary pacing system. The pacemaker was later replaced. No additional adverse patient effects were reported.